Event description:
N/a.

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis: investigation showed that the unit is 13 years old, and has no service history. It was given a standard repair and outdated parts were updated. It was noted that the unit was also received with a competitor's 80 lb torque knob. The unit's lock had both rotational and lateral movement, and a residue buildup was present. Upon disassembly, repair noted the index knob and the lock will need new components added to replace worn internal parts; unit was machined to have heli-coils added to large starburst threads. Root cause: root cause of failure is likely due to product's age, as it exceeds 13 years, and has no previous service history. Unit was also received with a non-integra manufactured 80lb torque knob. Worn/dated components were replaced. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the mayfield modified skull clamp (a1059) became loose on a patient. No patient injury or surgical delay was reported.